Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead underwent a device replacement procedure, where the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a dual chamber pacemaker. The chronic rv lead was surgically abandoned and the right atrial (ra) and left ventricular (lv) leads were connected to the new device. It was reported that the rv lead exhibited noise and a diminished pacing impedance measurement of 214 ohms. Pacing threshold measurements were high at 3.3v and the rv lead was oversensing the lv pacing signals, resulting in pacing inhibition. The physician did not feel venous access would be possible so no new rv lead was implanted. No additional adverse patient effects were reported.